Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was complications of type 1 diabetes. The caller stated that the day of passing, the customer felt ill, had very high blood glucose and diabetic ketoacidosis, and had a heart attack. The customer was admitted to the intensive care unit for septic shock. The customer had kidney failure, heart failure, had a stroke in 2013 and an unidentified infection, which, after passing, was identified to be a blood infection. The caller did not know the customer's blood glucose at the time of death, however, the stated that the last recorded value was 560 mg/dl at 6:51 pm on (B)(6) 2016. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed the functional test including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. Data analysis: there is no data available due to the device was returned without a battery installed.